Manufacturer narrative:
The device is not available for testing; therefore, no evaluation of the product can be performed. The plant evaluation is underway.

Event description:
A user facility reported a spark from the tip during pulse during a thermage treatment. There was no patient injury. Date of event is unknown but occurred in (B)(6) 2021.

Manufacturer narrative:
The device is not available for testing; therefore, no evaluation of the product can be performed. The plant evaluation is underway.

Event description:
A user facility reported a spark from the tip during pulse during a thermage treatment. There was no patient injury. Date of event is unknown but occurred in (B)(6) 2021.

Manufacturer narrative:
The suspected tip was not available for return. Service was unable to confirm the customer¿s account of sparking or damage from the tips. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing nc/CAPA opened for this type of complaint.